Event description:
The event is reported as: circuit was not able to pass the ventilator leak test. Rt noticed the cap on the port at the wye may be the defective component. No pt injury reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.